Manufacturer narrative:
(B)(4). The pipeline flex was returned for evaluation without the push wire. As received, the ends of the pipeline flex were fully opened with damaged braid. The customer provided a photo of the pipeline flex after deployment which showed that the distal end of the pipeline flex was not fully opened. Based on analysis findings and the customer¿s photo, the complaint of pipeline flex failure to open was confirmed. However, as received, the distal and proximal ends of the pipeline flex were fully opened with damaged braid. The cause for the damage to the braid could not be determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the tortuous anatomy as well as physician technique may have contributed to the reported issue. Per pipeline flex instructions for use, the user should "begin to deliver the device using a combination of unsheathingthe pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The pipeline flex can be resheathed until the resheathing marker has reached the distal marker of the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica). Landing zone artery size was 4mm distal and 4.8mm proximal. Vessel was moderately tortuous. The pipeline flex was advanced to the treatment site without any issue. During deployment, it was noticed that the distal end of the pipeline flex braid was not open (fish-mouthed). Approximately 50% of the device was deployed, but this did not influence the distal end to open completely. The anatomy was checked at various angles to ensure there was no protrusion on or around the distal braid to cause such an effect. The pipeline flex was resheathed up to the distal marker without difficulty. Upon re-deployment, the distal end of the braid was still fish-mouthed regardless of techniques employed to help the distal end open. The physician wagged the tail and delivered more to stent in an attempt to influence the distal braid to open. The device was resheathed into the microcatheter and removed from the patient. A different pipeline flex deployed without any difficulty. Post-procedure angiographic result showed effective flow diversion. There was no report of patient injury as a result of this event.